Event description:
It was reported that the insulin pump alarmed compromised force sensor system repeatedly during the fill tubing step. The caller also reported that the insulin pump had a protruding drive support cap. The customer's blood glucose was 164 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan of manual injection. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage to the force sensor resistor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.